Event description:
When removing the sheath, the hub popped off, sheath was removed over the wire and short sheath was inserted. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
(B)(4). No device has been returned to assist in this investigation. Each introducer is inspected 100% to confirm the flare is caught securely in the sheath and the sheath must not rotate in the cap fitting. It is also verified that the coils in the sheath continue into the cap. In addition, each flare is inspected to ensure that it is trimmed evenly and within specifications. Furthermore, instructions for use (IFU) that are sent with each device, informs the user that all catheters and instruments used with this introducer should move freely through the valve and sheath. It is difficult to determine with any certainty why the physician experienced this failure mode for this product. While this complaint is relevant to the scope of corrective action for proximal fitting separation from sheaths, this was issued at management discretion prior to the receipt of this complaint. The addition of torque limiting devices to this mfg process are forthcoming and intended to improve attachment consistency and compliance with use of fixtures. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor for similar occurrences.